Event description:
09/19/96 aicd in place - paced at rate of 65. At approximately 0550 patient went into vt. Cardioverted to asystole to sinus but continued with intermittent asystole (chb) and vt. Pcd - non-functional. (0835) temporary pacer placed. 09/20/96 to or. Explanted medtronic model 7219e pcd, jewel plus 7220e implanted. Physician planned to return patient to or to place new lead when pt more stable.